Event description:
Complaint#: (B)(4).

Manufacturer narrative:
The field service technician was onsite. According to the service report #: (B)(4) dated on 2019-06-17: the actuator has to be replaced. No root cause determination is possible, the defective part is not available for investigation. The failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The service engineer visited the hospital and repaired the equipment. The actuator was replaced, and it was confirmed that the symptoms had improved. A supplemental medwatch will be submitted if additional information becomes available. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
The temperature setting of the cardioplegic solution was changed from 10 ° c. To 37 ° c. To perform hot shot at the end of the operation, but the temperature did not rise. No health damage to patient. (B)(4).